Manufacturer narrative:
An event of dyspnea, stenosis and calcification and patient death due to renal failure was reported. The results of the investigation are inconclusive since the device remains implanted was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and inspection operation was performed and the product met all specifications at the time of commercialization. Based on the information received, the cause of the reported incident could not be conclusively determined; however, calcification is a known complication of kidney disease.

Event description:
On (B)(6) 2013, a 23mm trifecta valve was implanted in the aortic position. In november 2018, the patient presented with severe dyspnea, severe aortic stenosis and calcification based on echocardiogram. The cardiologists planned to assess the patient to determine the opportunity for a tavr in the future. Prior to assessment, it was reported that the patient died on (B)(6) 2019 from renal failure worsened by aortic stenosis.

Event description:
On (B)(6) 2013, a 23mm trifecta valve was implanted in the aortic position. In (B)(6) 2018, the patient presented with severe dyspnea, severe aortic stenosis and calcification. The patient expired (date unknown) due to renal failure secondary to aortic stenosis. Additional information has been requested.